Event description:
It was reported that the patient presented in hospital; the atrial lead exhibited noise. Upon lead revision, insulation abrasion was noted on the lead. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion exposing the outer coil at 27.0 cm to 27.5 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device or feature of the heart. The damage found most likely caused the reported complaint of noise problem.